Event description:
A talent captivia stent graft system was implanted in a patient for the endovascular treatment of a sacular 5.5 cm in diameter thoracic aortic aneurysm. The access arteries were reported to be moderately tortuous with mild calcification. The aorta was reported to be moderately tortuous as well. The main device was implanted via the right femoral artery. Additionally, the physician performed a fem-fem bypass due to a rupture or dissection of a non- aortic vessel. The procedure was successful. There were no endoleaks or any other technical observations noted. The investigator assessed that the rupture/dissection was not device or procedure related and that there were no delivery or removal issues.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (arterial trauma/dissection/perforation).